Event description:
The following has been reported: biomed reported: 'ticket stated " pump problem" cleaned and attempted to run infusion pump test. Pump problem error shows as soon as the asset turns on. Only one log was able to be retrieved as the asset will not infuse. Patient status unknown. A preliminary review identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to electrical hardware failure (12v). The fva, vr, and pneumatics were inspected for anomalies and none were found. A red pump service alarm was observed during the mock infusion. Air compressor could be heard struggling to function correctly during startup. Performed pneumatic system (recharge test) and system failed consistent with a faulty (valve 1)-positive leak failure. Installed engineer pneumatic test module and performed recharge / hardware tests. The unit passed without error. Log files indicated pneumatic valve leak failure (valve 1)-positive leak failure. Positive 3-way solenoid valve will be removed and replaced during repair process. No other damage found.